Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that "nothing has worked" and that multiple unspecified alarms occurred. The customer's blood glucose levels were reportedly high with diabetic ketoacidosis resulting in a hospitalization. No additional information was provided. No follow up from tandem technical support is expected by the customer.